Manufacturer narrative:
Follow-up #1: date of submission 02/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: during investigation, the battery compartment was cracked to the left of the bumper pad at the threads traveling down to the case seal. Unrelated to the original complaint, the pump was cracked between the case seal and the keypad cover.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.